Event description:
A family member reported that the up and down arrow keypad buttons are sticking and slow to respond. He noted that the buttons do not click when pressed. The family member confirmed that the keypad is intact; denied exposing the pump to moisture, and stated that the pt wears the pump clipped to her waist.

Manufacturer narrative:
The pump was returned to animas for eval. Inspection revealed that the keypad is peeling between the contrast button and the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. Testing confirmed that the buttons are intermittently responsive. It was observed that the buttons do not click and spring back when pressed. During investigation, the up arrow key contact was observed to be misaligned. There was evidence of keypad contamination found under all key contacts.